Event description:
It was reported that an embolism and thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. The procedure proceeded and was completed successfully. Post procedure, the patient was administered eliquis and aspirin. At the 45-day follow-up it was decided to switch the patient to dual antiplatelet therapy after the results of a transesophageal echocardiogram (tee). Six months post procedure the medication was changed to a single administration of clopidogrel. (B)(6) 2021 the patient presented to the hospital with swelling, pain, and coldness experienced in the right leg. An embolism in the superficial femoral artery was suspected and the embolism was resolved via balloon angioplasty. The patient was hospitalized and treated with heparin. Tee and computed tomography identified a thrombus measuring 10mm by 20mm on the surface of the closure device. No further information on the status of the patient is available.